Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performance and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was unable to be fixed. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.